Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device passed all electrical tests, however the device was received with the distal tip missing. There are no obvious indications of misuse as would be seen by stretching or bending of the remaining tip, however this cannot be confirmed with the device as presented. It is unknown how the distal tip has been detached.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on unknown date and the electrosurgical device was used. During the evaluation, it was noted that the device was received with the distal tip missing. It was also reported that another like device was used to complete the initial procedure and there were no adverse patient consequences reported. No further information is available.